Manufacturer narrative:
Device evaluation: lens was returned dry in a miro-centrifuge vial and clear surgical residue on product. Visual inspection found haptic bent and foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgical intervention, explant and exchange for a shorter length lens, significant reduction of irido-corneal angles. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -3/6/133 (sphere,cylinder,axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted and exchanged for a shorter length lens due to observation of excessive vault with significant reduction of irido-corneal angles . This exchange resolved the problem.

Manufacturer narrative:
(B)(6) not included in the initial MDR. (B)(4).